Event description:
It was reported that during a lap roux-en-y procedure, the device created complete donuts and interoperatively the patient was scoped to check for leaks. The anastomosis was also tested with air. It was also noted that drains were put in place. The, eight days later, the patient came back with a leak. It was not determined what contributed to the leak. The patient required additional surgery to over sew the staple line. There were no other patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.